Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the coil protruded from catheter tip upon removal. The target lesion was located in the moderately tortuous internal iliac artery. A 8mmx20cm pe f-idc interlock embolics was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of a non-boston scientific catheter and when removed together with the catheter, protrusion of the coil was observed from the tip of the catheter. The procedure was completed without replacing the device. There were no complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from catheter tip upon removal. The target lesion was located in the moderately tortuous internal iliac artery. A 8mmx20cm pe f-idc interlock embolics was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of a non-boston scientific catheter and when removed together with the catheter, protrusion of the coil was observed from the tip of the catheter. The procedure was completed without replacing the device. There were no complications reported.